Event description:
Accont reported a hgb of 8.0 g/dl and a hct of 32% from cd1400. The physician questioned the results. The patient was sent to another laboratory and the results were: hgb=14.4 g/dl, hct=40.0%. There was no impact to patient management.